Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10965r12, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
It was reported that the hcp (healthcare provider) accidentally cut the pump connector and needed to revise the connector. However, additional information received indicated that the catheter was not cut; the connector was damaged. The reporter was assisting with a pump replacement for normal battery eol (end of life) longevity. Although the specific types of medication being delivered via the device system were not provided, it was noted the patient was receiving itb (intrathecal baclofen) therapy; also reported as ¿about 10 meds in the pump.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.